Event description:
The customer reported to olympus that during a polypectomy surgical procedure, the single use repositionable clips did not reopen after grabbing the tissue which caused more bleeding. There was a report of a an approximately 15 minutes. There was no blood transfusion or fluids given due to the bleeding. The case was completed with competitor clips. This complaint requires 3 reports: the related reports are as follows: (B)(6)-device # 1 of 3. (B)(6)-device# 2 of 3. (B)(6)-device # 3 of 3. This medwatch reports is for: (B)(6)-device# 2 of 3.

Event description:
Olympus further received information that the user had to rip the clip off of the tissue because it was not disconnecting from the catheter. The clips did not remain in the patient. No additional interventions done. The patient was not hospitalized or had their period of hospitalization extended.